Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and had loss of capture. The physician noted that the atrial lead dislodgement was known for years and the patient was programmed to vvi since then as it was not decided not to replaced the lead until device changed out was performed. Additional information indicates that the lead was dislodged shortly after it had been originally implanted. This ra lead was abandoned surgically. No additional adverse patient effects were reported.